Event description:
A customer reported that a system message displayed and the intraocular pressure control became unavailable during the cutting portion of surgery. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the fourth complaint for the finish goods lot; however, the first for this issue. The order was built and released per specification. The customer did not retain a sample for this complaint report, visual inspect or functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).